Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed low battery alert. The adapt confirmed low battery alert due to non-sleep anomaly software error. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected failed battery test alarm noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the battery in use in the insulin pump had potential to fail. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.